Event description:
It was reported to medtronic neurosurgery that a leak was found near the distal area of the valve after implantation.

Manufacturer narrative:
The valve was patent; however it did not meet the requirements for siphon, reflux and leak testing due to a tear in the top of the delta chamber. It is unk how or when this damage occurred. This damage precluded pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the vale and minimizes handling with surgical tools. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of MFR.